Event description:
It was reported this balloon was used unsuccessfully to dilate a totally occluded thrombosis of the subclavian vein. Followup indicated the pt was a surgical candidate prior to dilatation attempt. During withdrawal of the balloon catheter, significant resistance was encountered and the catheter became lodged within the introducer sheath. The pt underwent surgical removal of the balloon catheter and introducer sheath. A planned thrombectomy procedure was performed at that time. The pt's condition is good. The device has not been received by this MFR. Therefore, no failure analysis is available. It was indicated this device was used to dilate the subclavian vein which is not an indicated use of this device. It was also indicated the pt was a surgical candidate prior to this angioplasty attempt. Co believes these factors may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."